Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was on impella rp flex support. While on support, the sheath dilator kinked and split. Another sheath was used and there was no patient harm reported.

Manufacturer narrative:
The investigation for the introducer damage has been completed. Only short dilator was returned for investigation. Dilator tip was found damaged. As per the given clinical, sheath dilator was kinked and split. Doctor was successfully placed the new one. The cause of the introducer damage issue was not determined since damaged introducer was not returned and sufficient clinical information was not provided. The instructions for use for the impella rp smart assist system with automated impella controller and rp flex with smart assist system with automated impella controller states the following: section: warnings and cautions: cautions: ¿handle with care. The impella rp with smartassist system catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿